Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the specimen and substrate syringes. He also replaced the 3-way valve sv501. The fse decontaminated all fluidic lines then reran precision; the data improved. The fse also replaced the 2-way valve sv402 and re-ran precision run. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial (B)(4) from aware date of (B)(6) 2017, which included data from 12-september-2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The aia-360 operator's manual under section 7-2 list of flags are as follows: flag: l, meaning: lower than (user) reference range, action: perform assay, calibrator: --, result: conc (rate and concentration value obtained). Flag: h, meaning: higher than (user) reference range, action: perform assay, calibrator: --, result: conc (rate and concentration value obtained). The most probable cause for out of range troponin quality control was the sv402.

Event description:
On (B)(6) 2017, a customer reported the troponin quality control was periodically out of range on the aia-360 instrument. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for troponin. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Additional manufacturer narrative: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Corrected data: a 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of 12-october-2017, which included data from 12-september-2016 through 12-october-2017. There were no similar complaints identified during the searched period, which includes this event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.